Event description:
The initial reporter alleged discrepant results for one patient sample tested with the elecsys hiv combi pt assay on the cobas e411 rack analyzer. The elecsys hiv combi pt assay result on (B)(6) 2021 was 0.22 coi (non-reactive). The initial result was 32.24 coi (reactive). A re-run of the same sample on (B)(6) 2021 produced a result of 34.96 coi (reactive). The discrepant results were obtained from two different sample draws taken four months apart.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all values were within the specified ranges. However, the calibration signals for calibrator 1 and calibrator 2 at the customer site differed from internal reference values. The investigation was limited by the unavailability of the patient sample material for further analysis. False reactive results may occur in hiv testing, but no specific issue was identified with the reagent lot in question. A definitive root cause for the reported event could not be determined based on the available information.